Manufacturer narrative:
This complaint is not confirmed. The returned catheter still was connected to a 10ml syringe with saline solution still in it. When flushing the catheter, a little leakage could be detected just after the wing at the junction between catheter and wing. Microscopic examination showed a little hole with a rough surface which is typical for a breakage. This might happen, if the catheter is bent at this point. Note: alcohol-based disinfectants (as the used chlorhexidine) could weaken the catheter. As a growing number of customers have disregarded the product's IFU warning concerning the use of organic solvents with this catheter, a special warning leaflet is inserted into each packaging and a warning hint is printed on the outside of each blister packaging (see CAPA (B)(4) for details). Concerning "swelling of limb" we can't say if there is a further leakage, as the catheter was occluded and only could be flushed to the above mentioned leakage. No fluid was coming out the distal tip of the catheter. A microscopic step by step examination of the catheter tube did not show any damage, but at two points, (20/21 cm marking and 9 cm marking), there was a foreign bluish substances adhered with fibers on the catheter surface the batch history review did not show any abnormities within this product lot. Corrective action: no corrective action at this point in time. However, both vygon (B)(4) and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint. Last year a corrective action was initiated (CAPA (B)(4)) to expand upon the additional warnings for the catheter instructions for premicath and nutriline products. It is highly recommended to use water-based disinfectants.

Event description:
Leak in vivo-swollen leg. Leak at hub/catheter. PICC was leaking internal (swelling of limb) and at connection between wing and catheter. Catheter was removed.

Manufacturer narrative:
The malfunctioning device was returned to the manufacturer for device evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
Leak in vivo-swollen leg. Leak at hub/catheter. PICC was leaking internal (swelling of limb) and at connection between wing and catheter. Catheter was removed.